Event description:
The patient was inappropriately treated 5 times by the lifevest while undergoing dialysis. The patient's neurological status at the time of the event is unknown. Atrial fibrillation with rapid ventricular response (af with rvr) and non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The response buttons were not pressed during the event. According to medical professionals, the patient did not perceive the alarm of the lifevest as patient is very hard of hearing. The patient is oriented, but cognitively and physically impaired due to age. No injury was reported from the treatment. The patient went to the hospital for evaluation. It is not known if patient continues to use the lifevest. Implantable cardioverter-defibrillator (ICD) implantation is planned for the patient as soon as soon as covid - infection is no longer detectable. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatments. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.